Event description:
Patient was receiving chemo therapy when the pump indicated that there was a cassette failure. The patient was instructed to bring the pump to the out patient pharmacy immediately. When the patient arrived it was noted that the patient IV tubing was frozen. After allowing the tubing to defrost, the infusion was restarted, and the infusion was completed.what was the original intended procedure?home IV infusion of chemo therapy.